Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was unable to reboot properly. The field service engineer (fse) arrived at the anesthesia machine and found that the screen was locked on a database corruption notification. After several reboot attempts, all in one system continued to fail to start properly. The fse performed a re image of the hard drive and installed the 1.6.1 pyxis anesthesia system software. After synchronization, the fse set the time in the auto boot settings. The anesthesia machine was then tested to ensure it started up properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the user performed a hard reboot because the keyboard was unresponsive. After rebooting, multiple error messages appeared, including pc needs to be repaired and os unable to load. The user also stated that a patient was currently undergoing a procedure using this machine. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.